Event description:
It was reported that the patient was in a motor vehicle accident and had a hematoma over their chest. The clinician was concerned that the device moved following the motor vehicle accident.  The device remains in use. No patient complications have been reported as a result of this event.